Event description:
It was reported that difficulty was encountered when inserting the iab from the right femoral artery. The catheter could not be advanced past the common iliac and abdominal aorta. Also, the guide wire became lodged in the central lumen, and could not be advanced further. The iab and guide wire were removed together, and replaced with another iab. There were no complications.